Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to the customer¿s blood glucose level. Pump was returned for evaluation, and customer received replacement pump, but no further information was received regarding outcome of event.